Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated as the unit was able to cool. A DHR review not required, the reported issue was unconfirmed and not a manufacturing or supplier related failure. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that after 14 hours of use, the water temperature stopped dropping. As per follow up information received on 07nov2023. The device under investigation. Patient information was not received. Case completed on another device. Per sample evaluation results on 21feb2024, it was reported that the power switch was not working correctly.

Event description:
It was reported that after 14 hours of use, the water temperature stopped dropping.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.